Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is reported to be (B)(6) 2019. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Unique identifier (UDI) number is not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the crown on implant in site #46 (fdi) became loose and came off back in (B)(6) 2019 and has not yet been replaced. The tissue has grown over the implant.